Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 598 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported of not being sure of status of drive support cap. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump would be replaced due to customer reporting of not being able to deliver.